Manufacturer narrative:
B5: no additional information received from customer. G1: correction h2: additional information, device evaluation, correction h3: additional information h4: additional information h6: additional information this report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the complaint investigation the device was evaluated where no abnormalities were found that could have led to the reported event. The reported event was not confirmed as the scope was not microbiologically tested by olympus. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Additional information: d9-date returned to manufacturer, h2.

Event description:
No additional information provided by the customer.

Event description:
It was reported that the duodenovideoscope tested positive for an unexpected contamination. The type of contamination was not specified. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available